Manufacturer narrative:
The technician found the head up valve was bad. The technician replaced the head up valve to resolve the issue.

Event description:
Technician alleged that the head up function on the bed would not operate. No patient impact.